Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation, the weight the device within specification, creases fold, observed 40 mm dark patch edge material inside gel device and white particles in the shell. The unit is not ruptured. Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.